Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "dr. (B)(6) was performing a revision knee replacement and selected a number 3 sized femur and requested an offset. The nurse attempted to attach a 4mm trial offset to the trial femur and it would not lock into the trial. The offset was placed into several other trial femurs and locked in appropriately. The nurse then attempted to put a 2mm trial offset in the same # 3 right trial femur and experienced the same problem."